Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had been hospitalized. The reporter was unable to provide a blood glucose level, but stated that the patient had diabetic ketoacidosis. The reporter was unable to provide any additional details about the event, but stated that the patient was hospitalized due to the pump. This complaint is being reported based on the allegation that the patient had a hyperglycemic event and indicated the pump was responsible.